Event description:
The patient was admitted to (B)(6) due to elevated blood glucose levels of 27 mmol/l (486 mg/dl) and ketone levels of 5.3 mmol/l. Additionally, the adhesive for the infusion site (arm) was not adhering properly, while worn between 5 to 24 hours. Reported symptoms included vomiting, nausea, and difficulty concentrating. There was also a communication issue between the sensor and the pod, which affected device performance and required sensor replacement. The patient received treatment involving glucose and insulin, although the mother was unsure of the specific details. The patient was discharged after 6 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The physical device was not returned for investigation. In the case description, it was mentioned the user was hospitalized due to high blood glucose values and ketone levels. Additionally, the user experienced connection issues between the device and sensor, resulting in the device transitioning into automated mode: limited. Cloud data from the user for the period of (B)(6) 2025 - (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that a sensor was not active from 02:02 on (B)(6) 2025 to 10:17 on (B)(6) 2025, indicated by the estimated glucose values (egv) of 1. Additionally, invalid estimated glucose values transitioned from -1 to -2, indicating the sensor failed to connect and the pod was searching for the continuous glucose monitor (cgm), respectively. After the pod and sensor were successfully paired, infrequent invalid estimated glucose values of -1 were observed, indicating a loss of signal between the pod and sensor. The cloud data showed that the system responded appropriately to the missing values while in automated mode, transitioning the system to automated mode: limited, delivering safe basal, which is the lower of the user's manual basal program and adaptive basal rate, and generating missing sensor values alerts after one hour of missing values. The highest valid estimated glucose value received by the pod was 400 mg/dl at 14:22 on (B)(6) 2025. The phb data shows that the system operated primarily in automated mode, appropriately adjusting the microbolus amounts based on the estimated glucose values and user inputs. When in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. No evidence of any issues with insulin delivery or system functionality was found in the cloud data. However, the cause of the pod-sensor connectivity issues could not be determined.